Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose level of 44 mg/dl. The customer treated her low blood glucose level with food. The insulin pump went into thresh suspend and she left in suspend until her blood glucose level was above 100 mg/dl. The product was not returned. Nothing further to report.